Event description:
It was reported, the patient lost 30 pounds and the skin was irritated over the implant. It was noted, the patient's recharger belt was broken. It was later reported that the patient had erosion at the pocket site. It was added, the patient had a pressure ulcer and the implantable neurostimulator (ins) was exposed. It was stated, the patient had a burning sensation and redness. It was noted, the patient had their pocket site revised. It was stated, the patient's status was alive with injury. A supplemental report will be sent if any additional information is received.

Manufacturer narrative:
Product ID: 37743 lot# serial# (B)(4), product type programmer, patient product ID: 3708220 lot# serial# (B)(4), implanted: 2010 (B)(6), product type extension product ID: 3487a-56 lot# v181340, implanted: 2010 (B)(6), product type lead product ID: 3777-60 lot# serial# (B)(4), implanted: 2010 (B)(6), product type lead product ID: 37752 lot# serial# (B)(4), product type recharger product ID: 3487a-56 lot# v181340, implanted: 2010 (B)(6), product type lead. (B)(4).

Event description:
Additional information received indicated that the pocket had been moved up slightly to avoid the patient's belt from rubbing on the ins (implantable neurostimulator). The patient complained his pocket was just under his belt line causing it to become irritated from the pressure. The hcp (health care professional) revised and moved the pocket cephalad. Patient status at time of this report was alive with no injury. Patient symptoms or complications associated with this event were erosion and redness at the device pocket.

Manufacturer narrative:
(B)(4).